Event description:
Hl20/rotoflow console was placed in arterial mode, intervention of bubble detector and level sensor activated, during by-pass a hemoconcentrator was applied at the adapter-(B)(4)- of quadrox oxygenator. Bubble detector sensor detected air in the line, consequence ly setting off alarms and stopping the rotoflow pump. Hand crank initiated for forward arterial flow while several attempts were made to reset alarms. Rotoflow console was placed in free mose in order to override the detection devices, by-pass was continued surgery completed and patient was transported to unit.